Manufacturer narrative:
It was reported that while on a centrella bed the patient developed new deep tissue pressure injuries (dtpi) to their sacrum, bilateral ischial tuberosity, and bilateral heels. The patient is a (B)(6) male who has a medical history of paraplegia for 55 years, past pressure injuries (involving surgery), hypertension, and anemia. Medical intervention for the newly developed pressure injuries included triad cream, mepilex sacral boarder, reinforced need to turn or position, heels floated, and upgrade to an envision bed. The customer states the patient was on the device for approximately eight days, with attempted two hour turns, and it is noted the patient did refuse turns upon occasion. One loose fitted sheet and chux pad were utilized per the facility. The centrella bed is intended for use in healthcare environments as a patient support system to prevent and/or treat pressure injuries. It is intended for a broad patient population as determined appropriate by the caregiver or institution. It is intended for patient populations weighing at least 70 lb (32 kg) and can support patients up to 500 lb. (227 kg). The centrella bed is intended to assist clinical staff by relaying bed data to hospital communication systems for display and monitoring. Inspection of the device by a hillrom technician found no malfunction and the bed and its components to be functioning as designed. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Deep tissue pressure injuries (dtpi) are persistent non-blanchable deep red, purple or maroon areas of intact skin, non-intact skin or blood-filled blisters caused by damage to the underlying soft tissues. Ulcers covered with slough or eschar are unstageable. Treatment can include frequent repositioning off the site of injury, good skin care, proper support surface selection, correcting any systemic issues or nutritional deficiencies and medical treatment from a wound care specialist. At times additional treatments can include prescribed antibiotic therapy and removal of dead tissue to promote healing and prevent or treat infection. A dti is considered a serious injury for the reasons noted above. Although the device was noted to be functioning as designed, the patient developed new dtpis; therefore, hillrom is reporting this event due to the serious injuries involved. Based on this information, no further action is required.

Event description:
It was reported that while on a centrella bed the patient developed new deep tissue pressure injuries (dtpi) to their sacrum, bilateral ischial tuberosity, and bilateral heels. The patient is a (B)(6) male who has a medical history of paraplegia for 55 years, past pressure injuries (involving surgery), hypertension, and anemia. Medical intervention for the newly developed pressure injuries included triad cream, mepilex sacral boarder, reinforced need to turn or position, heels floated, and upgrade to an envision bed. The customer states the patient was on the device for approximately eight days, with attempted two hour turns, and it is noted the patient did refuse turns upon occasion. One loose fitted sheet and chux pad were utilized per the facility. The bed was located at the account. This report was filed in our complaint handling system as complaint #(B)(4).